Event description:
It was reported that, during the implant of this artificial urinary sphincter, the physician had perforated the patient's urethra. This led to urine leakage. A few days later, the device was removed. There were no device issues and no further patient complications reported. A reimplant surgery has been scheduled.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated c2/d10: concomitant product/therapy.

Event description:
It was reported that, during the implant of this artificial urinary sphincter, the physician had perforated the urethra of the patient, which eventually led to urine leakage. A few days later, the device was removed. There were no device issues and no further patient complications reported. A reimplant surgery has been scheduled.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.